Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge did not fit onto the pump. Reportedly, the customer removed the o-ring to install the cartridge and successfully resume insulin delivery. There was no reported adverse impact to the customer's blood glucose level.